Manufacturer narrative:
Section a1-patient identifier: complete sid = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c magnesium result generated on the alinity c processing module for a patient. The sample was repeated on another instrument and a normal result was obtained. The following data was provided: sid (B)(6): initial result = 3.11 mmol/l; repeat result = 0.82 mmol/l per the magnesium package insert for alinity c system, expected values section, normal range for adult is 0.66 to 1.07 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting which included realignment of the r1 probe washcup, removal of blockage from nozzle 1 of the cuvette washer and cleaning of the cuvettes and washcups. However, the fsr was unable to determine a single definitive part as the likely cause for the result issue. Therefore, the alinity c processing module serial number (B)(6), was considered the likely cause. The instrument service history was reviewed and revealed no additional service tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the clinical chemistry systems did not identify any similar issues related to the alinity system, likely cause parts, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) was identified.

Event description:
The customer observed falsely elevated alinity c magnesium result generated on the alinity c processing module for a patient. The sample was repeated on another instrument and a normal result was obtained. The following data was provided: sid (B)(6): initial result = 3.11 mmol/l; repeat result = 0.82 mmol/l. Per the magnesium package insert for alinity c system, expected values section, normal range for adult is 0.66 to 1.07 mmol/l. No impact to patient management was reported.